Event description:
It was reported that there was insufficient fastener retention force due to loosening of the fastener allowing the cot to hit against the door. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.